Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose. In addition, the insulin pump alarmed several times. The customer stated the insulin pump alarmed, disconnected and gave her self long acting insulin. Last night she checked her blood glucose and it was 35mg/dl. She suspended the insulin pump, treated with orange juice and re-checked before going to bed; blood glucose was 75mg/dl. Advised customer the insulin pump will be replaced and discontinue the use of the insulin pump.

Manufacturer narrative:
The insulin pump alarmed during rewind due to moisture damaged the motor home switch also, moisture damage was found on the electronic assembly during our visual inspection. Unable to perform current test, a21 error test or all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error, a33, a3 or e70 alarm due to a35 alarms. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.